Event description:
Caller reported that insulin gauge displayed an amount different than expected, noting a discrepancy on a previous day when the pump showed a fill estimate of 0 units instead of the expected 200 units, with a variance greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge and was instructed by cts to call back for troubleshooting if they experienced an active fill estimate issue again. The caller requested an email with links to cartridge load resources.